Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Motor passed motor test. No motor error alarm and no low battery alarm noted. All buttons functioning properly no damage on the keypad assembly. Inspected the connector on lcd and no unlock keypad connector. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 150 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. Customer declined possible leaks or air bubbles site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test the first time and received a motor error the second time. Motor error troubleshooting was performed and completed. Crack and scratches on the insulin pump screen was also reported. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.